Event description:
During surgery, it was found that the plastic grommet protruded upon opening the sterile package before usage, thus it could not be assembled with a reamer. A back-up item was opened; however, the appearance was the same as the first one. Although the second one was managed to be used by force and the procedure was completed. The two items will be available for eval (the lot #k180395 was not used).

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.